Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. Clavicular crush was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.